Event description:
Event description cpi received information that during the attempted implant of this ventak mini implantable cardioverter defibrillator (ICD), a message was displayed that indicated that it shocked into a shorted condition on the shocking lead. The ICD was not implanted. The chronic transvenous defibrillation lead, model 0064 sn 010741, was removed from service. A new system was successfully implanted.